Event description:
I had sientra cohesive gummy breast implants on (B)(6) 2014 and within 3-6 months started having symptoms (chronic inflammations, pain, tumors, cysts, auto-immune illness developed, hypothyroidism, heart problems, chronic fatigue, and many others) over the course of 3 years until I had them removed on (B)(6) 2017. The surgeon report confirmed that the mucoid fluid in the implant cavity confirmed that the implants caused these symptoms and auto-immune illness ( I have a copy of the surgeon's report, an all other documentation). I still have a lot of symptoms I am trying to heal and recover from due to the damage of the implants being in my body. I incurred an extensive amount of medical bills and lost my job and income as well due to the illness. It has finally been recognized and reported by the FDA that these implants can cause bia-alcl cancer so I need to know if there is financial assistance and coverage to test for this cancer as a result from the implants. If further reporting is needed then I am more than happy to assist to report the lethal problems of these implants. Auto immune illness. FDA safety report ID # (B)(4).